Event description:
A surgeon reports a patient that is undercorrected in the left eye following lasik surgery. At the one month post-op exam, the undercorrection is improving, but the surgeon is puzzled by the outcome. Additional information has been requested.

Manufacturer narrative:
A review of the laser's log file for the date of this patient's surgery indicates the device was operating within specifications. The complaint database was reviewed for the prior year and found no similar complaints reported for this system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed necessary (B) (4) when additional reportable information becomes available. (B) (4). (B) (4).